Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650 / expiration date 08/31/2016. (B)(4). Device available for evaluation: yes, 05/12/2016. Device manufacture date: 08/07/2015. Labeled for single use: no. (B)(4). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device met specifications. The device passed visual examination and functional testing. The reported event (power disconnect alarm) could not be confirmed via log files since the alarm log file was not available for analysis; however, the data log file revealed incidences of non-consecutive premature battery switching events near to the event date involving these batteries. This incident is not related to the reported event. The premature battery switching events are indicative of communication errors between batteries and controller. The communication errors between batteries and controller currently investigated by heartware. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad equipment manager that this patient experienced abnormal behavior.  The patient stated that when these particular batteries would be attached to the controller he would get a power disconnect alarm and that the controller battery indicator light would not illuminate despite having the battery attached.  He attempted to disconnect and reconnect the battery which would resolve the condition; however, the alarm would eventually return.  Log files were sent and the batteries were exchanged without no effect to the patient.